Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device firmware upgrade. During the upgrade, the pacemaker went into backup vvi mode. It was suspected that the wand may have come off during the upgrade process. The device was restored. No further information regarding patient condition. The patient will continue to be followed normally.